Manufacturer narrative:
The lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag broke after a pcb00 23.0 diopter intraocular lens (iol) was implanted into the operative eye. Therefore, the lens was removed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The device was fully advanced and locked. Visual inspection at 10x under the microscope showed there was no viscoelastic residue inside the cartridge. The lens was received out of the device cut in two pieces, which could be related to the lens removal process performed. There were no damages on the haptics tip when observed. Based on the condition of the sample, the complaint reported cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.